Manufacturer narrative:
(B)(4). Eval, results: (endoleak), (insufficient information). Conclusion: (insufficient information).

Event description:
An endurant bifurcated stent graft was implanted in a patient for the endovascular treatment of aneurysm on an unknown date. Vessel morphology was not reported. It was reported that the patient experienced a late type I endoleak. The physician was contacted for more details of this event and no further information has been obtained.